Manufacturer narrative:
A. Customer provides patient age as "9", but no unit is identified, therefore unclear if weeks, months, or years. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte needle pierced the catheter. The following information was provided by the initial reporter, translated from spanish to english: it is not used in patients, part of the tungsten is evidenced with leakage and the probe goes through this material, so it is not used in patients.

Manufacturer narrative:
For the issue of needle through catheter, based on the production history results and a lack of samples for evaluation, an exact cause could not be determined for this issue. Actions were taken for improvement of this potential defect by means of procedural creation, challenge parts, and training of associates involved in the assembly line process. These implementations were made from a previous corrective action plan related to needle through catheter; however, the lot number involved was manufactured before the completion. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.